Manufacturer narrative:
Results and conclusions summation - dissection, listed in the xience IFU, is a known adverse event associated with coronary stenting and not an indication of a product deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure. Requiring add'l intervention (CABG, further dilatation, placement of add'l stents. A conclusive cause for the pt effect and the relationship to the products cannot be determined. The other xience v coronary stent system is being filed under the same MFR number.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that predilatation was performed on both target vessels prior to stenting. A dissection occurred proximal to the target lesion, during deployment of the xience v stent in the mid lad, and was treated with two add'l xience v stents. In addition, a dissection occurred, distal to the target lesion during deployment of the xience v stent in the proximal lad, and was also treated with two add'l xience v stents. The pt was discharged in 2008. No add'l event or pt info is available.